Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 30 mg/dl. The customer was unable to troubleshoot or provide much information at the time of the call. The customer also mentioned that he was not comfortable using the insulin pump because it was dropped in water. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.